Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the quantum controller was working fine and suddenly started to show an e8 error. There was not a back-up available. No delay and no patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the reported incident and the returned controller. A DHR/batch record review for part number finding no discrepancies from released and operating procedures or conditions that could contribute to the event. The review of the complaint history for the associated complaint product found similar events in the last three years for the involved pn. This complaint will be recorded for tracking and trending purposes. Visual evaluation of the rf12000, q2 controller shows the warranty seal is not broken and in its original condition. No visible manufacturing abnormalities were found. An inside view revealed that nothing is loose with no fluid spill marks inside the controller. During functional evaluation the controller was powered up and an error e-8 occurred. The failure could not be reset and further tests could not be performed. The complaint was verified and the root cause was determined as an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.